Event description:
It was reported that during a lap gastric bypass procedure, they received a solid error tone after the pre test was completed. They used a second like device to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 1/8/08. Eval summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. B-form staples were embedded into the tissue pad. This blade tip portion may have broke off of the device during transport to our analysis site. The reported complaint was for a solid tone. A possible cause of a solid tone is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.